Event description:
The customer reported the system displayed a communication error and locked up . No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the high voltage cable needed to be replaced. The customer ordered the cable, and will perform the replacement. No conclusion can be drawn, as further repair info is not available.